Event description:
It was reported that a user disconnected from the ilet pump and experienced hyperglycemia with a reported blood glucose of 276 mg/dl; the user sought guidance on insulin dosing, which was not provided as it constitutes medical advice, and the field team was notified that the user was off the pump. Investigation of this case revealed an unclear cause of hyperglycemia with no device alarms or confirmed device malfunction while the pump was disconnected. No clinical symptoms associated with hyperglycemia reported. Outcomes included no reported injury, hospitalization, or alerts/alarms. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.